Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 100% target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed and no patient complications nor injuries reported.